Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump's usb port pins were damaged resulting in difficulties charging the pump. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.